Manufacturer narrative:
This report is for an unknown cslp construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 494 patients, 498 procedure, (265 males and 233 females) for cslp anterior cervical plate implants against all other surgical cases recorded within the spine tango registry between 2004 and (B)(6) 2021. Final registry report outcome description: general complications- intraoperative: 2 not documented. 4 unknown. General complications- postoperative surgical before discharge 2 death. 1 pulmonary. 2 cerebral. 2 liver / gi. 10 other. 3 not documented. 4 unknown. Surgical complications- intraoperative adverse events: 7 dural lesion. 1 fracture vertebral structures. 3 other. 4 unknown. Surgical complications- postoperative surgical before discharge: 2 epidural hematoma. 10 other hematoma. 3 radiculopathy. 20 motor dysfunction. 9 sensory dysfunction. 2 bowel / bladder dysfunction. 1 wound infection superficial. 2 implant failure. 9 other. 1 not documented. 4 unknown. -1 implant malposition reoperations: -34 reoperations at any level: 4 adjacent segment pathology 5 failure to reach therapeutic goals 4 hardware removal 5 implant failure 1 implant malposition 5 instability 3 neurocompression 8 non-union 4 other 3 postoperative infection deep 3 sagittal imbalance 15 unknown -10 reoperations at the same level: 1 adjacent segment pathology 3 failure to reach therapeutic goals 2 hardware removal 1 implant failure 1 instability 4 non-union 1 other 3 unknown this report is for depuy synthes cervical spine locking plate (cslp) anterior construct. This report captures the reported adverse events of reoperations at any level, adjacent segment pathology, failure to reach therapeutic goals, hardware removal, implant failure, implant malposition, instability, neuro-compression, non-union, postoperative infection deep and sagittal imbalance. This is report 5 of 5 for (B)(4).